Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg has been inoperable for years. The abbott representative confirmed the issue. The patient reportedly stopped recharging the ipg last year due to having been hospitalized for 1-2 months, the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced with a competitors model. Concomitant device is unknown.